Event description:
During a hand-assisted right nephrectomy procedure, surgeon was using the instrument to clip the artery and vein. While placing clips on both the artery and the vein, some of the clips did not form right. Some resulted in a "v" shape where the two clips were not aligned. Opened a different product (not the same product code) to complete the case without incident. No patient consequence.